Event description:
It was reported that the customer was experiencing high blood glucose levels. It was stated that the customer's infusion set somehow became disconnected the day prior. The customer did not realize this until later in the day. The customer's blood glucose was not lowering as expected. It was also mentioned that the customer had been having issues with delivering a bolus with the insulin pump for a month and that the option to deliver a normal bolus on the insulin pump was not available. The customer's blood glucose was 180 mg/dl. Troubleshooting was done. Advised customer that the insulin pump was working as designed. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer stated that the cannula was bent as it was pulled out. Advised customer that the insulin pump would be replaced. Nothing further reported.

Manufacturer narrative:
Unit unable to prime during the prime/compromised force sensor system test due to protruded/loose drive support disk. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, missing end cap sticker.